Manufacturer narrative:
Concomitant medical product: product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6) revealed intermittent poor recharge quality, scratch marks on the rtm donut, and the following rtm failure: rms voltage at the h field probe. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that they had been having trouble getting a signal on the device. The patient (pt) stated that it won't connect at all. It had been over 2 hours before pt could get a connection. On wednesday it had been over an hour. Today, the pt tried and working on it since 5am and it still not connected. Pt said their implant was out of power now. Had pt use the equipment. Pt got no device found. Patient services (pss) walked the pt through passive recharge mode. At first pt got 54-54-54. Pt repositioned and got to number 85. It went to normal charging saying 'recharging excellent'. Pt said it did it this morning too where it said excellent and then it lost the connection. Pt said this morning they already went through this and still had stimulation and pt recharged. Now pt felt no stim and implant was completely dead. Pt said they recharged every morning and usually it took about an hour. Pt then reported the paddle gets pretty warm. Pt saw no damage. A replacement recharger (rtm) was sent out.